Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a pool of patients experienced fine to finest metallic dust in the corneal tunnel after using a blade to make the incision. Additional information has been requested but not received.

Manufacturer narrative:
The blade protector trays were visually inspected and wiped for the presence of metal dust and the samples were found to be conforming. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received which indicated the event took place during cataract extraction procedures. No additional intervention was required. Patient's symptoms have resolved.

Manufacturer narrative:
The initial decision to report as a serious injury was incorrect. There was no harm to the patient. This report does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Ten opened knives labeled with were received in blade protector trays within a box for the report of metal dust in corneal tunnel. The samples were visually inspected and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned samples were found to be conforming, therefore metal dust in the corneal tunnel as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).